Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging and when tested on the controller port the battery did not provide power. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the battery¿s manufacturing records confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging and unable to provide power can be attributed, but not limited, to a faulty internal component, a data flash failure and/or due to an improper weld. If information is provided in the future, a supplemental report will be issued.